Event description:
Fentanyl drip was hung and the spectrum pump was programed to infuse 2mcg/kg/hr. Within 10 min. After the drip was started, it was noticed that the bottle was almost empty. Nurse pressed the button to stop the pump, but it kept going. She then clamped the tubing and disconnected the drip from the patient. The settings were then rechecked by 2 rns who confirmed settings were correctly programmed. No harm to patient. (Pm performed within specification approximately 2 months earlier, then reported to be under infusing the following week) pump was removed from service and sent to baxter.